Event description:
The customer reported via phone call that the transmitter was not functioning properly. The customer stated that he was receiving multiple lost sensor alerts. During troubleshooting, review of the insulin pump's alarm history showed that there were no alarms returned recently. The customer also stated that he noticed that the cannula was bent. Blood glucose level at the time of the call was 130 mg/dl. The customer will not return the product for analysis.

Manufacturer narrative:
Analysis inspected one opend/used sensor and found the sensor was broken near the sensor base. The broken portion was still attached to the sensor base. Unable to confirm whether or not the customer received the sensor damaged due to the customer having returned the sensor opened/used.